Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer reported that the auto mode got turn off after getting stuck button alarm. Customer was assisted with troubleshooting. Customer was able to enter into auto mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.